Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. The photo displayed the label of a package from material #383512 lot #0252324. Unfortunately, the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Additional inspections or investigation into the reported defect could not be performed without the physical sample. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter systems there was leakage. This event occurred 2 times. The following information was provided by the initial reporter: "after puncture, the end of the needle was found to leak blood. There was no subsequent effect on the patient."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter systems there was leakage. This event occurred 2 times. The following information was provided by the initial reporter: "after puncture, the end of the needle was found to leak blood. There was no subsequent effect on the patient."